Event description:
We received a voluntary medwatch report from the FDA. The report was sent in from (B)(6) health ((B)(4)). The report is: when a (B)(6) year old male was being taken off cardio-pulmonary bypass an external pacemaker was needed. When the pacemaker was turned on, it just flashed all the lights and would not pace. The nurse had to run out of the room for another pacemaker. The malfunctioning pacemaker delayed patient care and extended the cardio-pulmonary bypass time. The device was sent to the hospital's biomed team where the device passed all the manufacture specs. They did notice that the mode turn knob was hard to turn so they decided to exchange the device. The serial number of this device under complaint was not provided by the hospital. The hospital has also said that this device was not returned for an analysis. It is unclear if the device was returned or not.

Manufacturer narrative:
Because serial numbers are unknown, we do not have a manufacture date. The re-inspection of the returned devices revealed severe damages caused by strong external forces, i.e. Drop damages, in all cases. Three devices showed signs of manual opening of the housing and attempts to self-repair were visible. Additionally, all returned devices had penetration of fluid (e.g. Water) into the device housing, which led to corrosion and extensive damage to the internal circuit board. In summary, all devices had been returned with severe damages. No specific failure mode was identified and there was no material or manufacturing issue related to the returned devices.